Event description:
The patient tested his blood glucose on suspect device and it was 79 mg/dl. He went to the hospital 15 minutes later and his blood glucose was 441 mg/dl on their device and on the lab it was 436 mg/dl. He was given regular insulin 20 units. When his blood glucose was down to 325 mg/dl he was released from the hospital. He went home and retested on his device within 15 minutes and it was 84 mg/dl. He ran glucose control level one and it was within specifications.